Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had site issue. The blood glucose was 123 mg/dl. The location of the site issue was buttock and the customer stated that the site was swollen. The customer stated that site was not actively bleeding. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4).

Event description:
The case was reported in error.